Event description:
It was reported that during a total gastrectomy procedure, the device locked out in the middle of firing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassesmbled to verify the condition of the internal components; the firing trigger teeth and the closing trigger teeth were found broken, no funcitonal test was performed.